Manufacturer narrative:
Updated complaint from serious injury to product problem and type of reported problem.

Event description:
It has been reported to philips that the critical patient with chest ache attempted to rotate 12 ECG leads - this is not possible repeatedly, after all connections the aggregate 12 screen does not detect connected cables, it reports only guide 2. Otherwise, there is a red cut-out of the remaining outlets. The wiring connection at the patient was checked again. Subsequently, the connection of wiring to tempus was checked - it was tried out and put back into the device. It still does not write anything. The tempus was switched off and on approximately twice - still not succeeding, 12-stop still not detected, and only one "ii" is reported. As a standard, the same values from manual measurement were obtained. Exit completed with monitoring using only one (ii) way. The ECG's complete 12-way formula has been unsuccessful repeatedly.